Manufacturer narrative:
Corrected data: in follow-up #1, in section h10 narrative, results of the manufacturing record review inadvertently contained the wrong product reference. The appropriate results should have stated: manufacturing record evaluation: the manufacturing records for the hydrogen peroxide (oxysept comfort 07167x) were reviewed. All the records for production process were found to be acceptable, and all testing items were completed and met specifications. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release, per material and products releasing management procedure. A search revealed, that no additional complaints for this order number have been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the material was not returned for evaluation as the collection was refused by the customer. Therefore, a failure analysis of the complaint device could not be performed. Additionally, the product was used after the expiration date (2020/08), and the solution was not neutralized. So, the product was misused, and it caused a customer injury. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted; give date: n/a. Oxysept is not an implantable device. If explanted; give date: n/a. Oxysept is not an implantable device; therefore, not explanted. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2020 the end-user went to an optician, who recommended and gave her the contact lens solution oxysept comfort. When asked what to do when these 6 neutralizing tablets were used up, she was told that this was no problem at all & she could put the lenses in this liquid without the tablets as long as the lenses were in it for more than 6 hours. Unfortunately, she found this was not the case, on (B)(6) 2020 her eyes were burned (severe burns of the cornea or retina). A doctor has been visited twice and the end-user was prescribed ointments and painkillers. In addition the product was found to have expired by the time it was used. No additional information was provided.